Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A technician reported a patient with diffuse lamellar keratitis of the right eye one day following lasik treatment. The topical steroids were increased, an oral steroid was prescribed and a lift and rinse was performed. The symptoms resolved four days following onset. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.